Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¿right side deflation ¿. Healthcare professional reported confirmation of deflation. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6. Device evaluation: analysis of the returned device identified a creases fold, a wear abrasion and a curved opening on the anterior. A leak test and microscopic analysis was performed which identified an observed void >1 mm in non-textured, valve-to shell-bond area, sharp opening on anterior, striated punctured on anterior. The fill test inspection was performed and the result was found to be no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool. A sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported "particles in valve". Device has been explanted.